Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A pharmacist reported that a system message was displayed at the end of a cataract surgery, during the aspiration step. First, the handpiece was changed but the message still showed. After that, a cassette from another custom pak was used but the system message persisted. When a biomedical technician verified the system, he noticed that the tip was completely obstructed. The surgeon continued the surgery manually without consequences for the patient. The surgery was delayed 15 minutes. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary : one phaco tip was returned for being obstructed. A visual inspection was performed using 30x magnification and was deemed visually conforming. No obstruction was visually present within the inside diameter. A wire was placed through the inside diameter to confirmed the pathway as not obstructed. Wear was present on the threads and back of the flange to indicate it had been on an ultrasonic handpiece. The evaluation does not confirm the phaco tip is obstructed. The phaco tip was manufactured to specification. The evaluation cannot determine why the customer got an obstruction alarm on the system.

Manufacturer narrative:
Evaluation summary: no phaco tip was returned for being obstructed. For this complaint file, the final customer lot was identified. For this final lot, twelve component phaco tip lots were used to make up the final lot. A device history record review for each of the lots was conducted. According to the device history record reviews, five lots were reprocessed for anomalies that did not contribute to the customer complaint. Seven lots had no anomalies found based on the device history record reviews. The product was released according to the product's acceptance criteria. Because a sample was not returned and the lot information indicates the product was released based on the product's acceptance criteria, the root cause for the customer complaint issue could not be determined.